Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3093-28, lot# j0301212v, implanted: (B)(6) 2003, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was ¿firing all the time¿, even when at 0.0 volts. The patient experienced severe pain. The patient was in the emergency room (ER) for this problem. It was stated that the programmer was not working in the hospital. The manufacturer representative had been paged. Additional information received reported that the patient had not been seen by the healthcare provider (hcp), despite scheduling several appointments.